Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based upon the information from the user the reported event was attributed to the inappropriate reprocessing of the endoscope in combination with the inapplicable auxiliary water tube (maj-855) by the user.

Event description:
Olympus medical systems corp. (Omsc) obtained an information from the user that an endoscope without an auxiliary water channel had been reprocessed in combination with the auxiliary water tube (maj-855) using the subject device. There was no report of patient injury associated with the event.